Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for evaluation. We do suppose there was a short circuit. Unfortunately, the exact reason for the damage could not be reliably determined. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. This complaint is valid.

Event description:
It was reported that the customer bought the battery in (B)(6) 2011. They began to use it in (B)(6) 2012 and it did not work. The battery was tested at synthes and it did not pass the test. It was forwarded to our service department for investigation. This is report 1 of 1 for file (B)(4).